Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported the patient's ipg could no longer communicate with their programmer device. As a result, the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.